Event description:
The customer reported via phone call that the buttons on his insulin pump were non-responsive and that the insulin pump alarmed battery out limit as well as button error. The customer explained that the esc button did not work 1 out of 20 times, the up and down buttons worked half the time and that he was unsure about the act button. The customer also mentioned a big black bar on the screen. The customer could not read the screen due to the pixels. The customer said that his insulin pump had become wet while in his shoes. The customer confirmed that there was a constant tone from the insulin pump. The customer's blood glucose was 480 mg/dl. The customer believed being off the insulin pump for a little bit allowed his blood glucose to be high. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor assembly noted during the visual inspection. No battery out limit alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.